Event description:
It was reported that when drawing blood gas, it was found that the needle was in the artery, but the blood was not moving. After checking, it was found that the arterial blood collection needle had no negative pressure, resulting in blockage of the arterial blood collection needle. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.